Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-20167. It was reported after reprogramming, the pt felt uncomfortable stimulation. It was further reported the pt's pre-existing pain is intensified when stimulation is on. As a result, the pt has not used the stimulation since this time. A physician consult is forthcoming to have the scs system explanted.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.